Event description:
The recipient is reportedly experiencing discomfort and a biofilm infection around the implant site. The recipient is presenting with inflammation and warmth at the implant site. The recipient has been taking antibiotics for approximately three months. The infection is suspected to be device related. Revision surgery is under consideration.

Manufacturer narrative:
The recipient reportedly presents no sign of infection or inflammation. External equipment was exchanged and the issues resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: explant date. Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to use the device. Additional treatment details will not be provided. This is the final report.